Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that after the pump refill, the hcp was not able to program the pump. The pump should have been replaced in (B)(6); it is unknown why it wasn't replaced. The hcp didn't know exactly what happened. The pump reached end of service (eos). It was noted that the eos may be premature. The patient's spasticity symptoms were increased (no withdrawal). It was later found out that the event was not a premature eos, but a mistake of the hcp because the pump should have been replaced. The pump was planned to be replaced on (B)(6) 2016. The patient was fine.